Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporting facility phone number is (B)(6). A product development investigation was performed for the complaint device (cannulated cruciform screwdriver, part number 314.463, lot number 4972083). The device was received with the following complaint description: ¿the cruciform screwdriver will not turn¿. The 314.463 driver is used in the 3.0mm cannulated screw system for insertion of screws per the technique guide. A review of the current design drawing and available history for the top level drawing for the instrument was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A device history record review was performed for the complaint device lot. Manufacturer: (B)(4). Manufacturing date (release to warehouse date): apr 11, 2005. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The instrument was returned with the cruciform tips broken off at their bases. The four (4) tip fragments were not returned. The handle is intact and undamaged. Replication of the complaint condition is not applicable and the complaint is confirmed but the device is already broken. No definitive root cause was able to be determined; however, the damage is consistent wear and excessive forces caused the driver tip to break. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was initially reported that the cruciform screwdriver would not turn during an unspecified surgical procedure. There was no reported surgical delay or patient harm. Although requested, additional information was not provided. This event was initially determined not to be reportable. Upon visual inspection of the received device, it was noted that the cruciform tips had broken off at their bases and the four (4) tip fragments were not returned for investigation. Based on this additional information, this event was determined to be reportable. This report is 1 of 1 for (B)(4).